Manufacturer narrative:
Added verbiage to complaint: other: UDI: unknown part number, unknown lot number, UDI is unavailable remove from initial, device was not implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Patient weight not provided by reporter. This report is for unk - screw locking/unknown lot number. Not explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial open reduction, internal fixation (orif) of the left elbow was performed on (B)(6) 2016 and while inserting the 2.7mm distal locking screw into the locking plate it did not engage the threads of the plate and went completely through the plate. The screw was confirmed to be a 2.7mm screw. They then tried a different 2.7mm screw and that screw went through the plate as well. The surgeon then removed the plate and all screws. He fixed a new locking plate and screws without further complication. This surgery was successfully completed with no patient harm and a 30 minutes surgical delay. This report is 2 of 2 for (B)(4).